Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous distal right coronary artery. The 3.00x20mm taxus element stent was advanced, however, it was unable to cross the lesion. When device was withdrawn from patient it was noted that the stent edge was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.